Event description:
Customer reported device = 357 mg/dl. Customer gave 10 unit of insulin and one hour later gave themselves if an extra shot of insulin (20 units). Customer passed out. Paramedics were called. Customer was transported to the hospital and given an IV and some food. No controls used. Tested strips are expired. A request was made for return product and replacement product was sent.